Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaint of "spasms in their stomach". The patient was checked and did not have diaphragmatic stimulation at the current device check. However, the patient did have diaphragmatic stimulation a few years ago from the left ventricular lead. The lead vectors were reprogrammed at that time and the lead remains in use. No further patient complications have been reported as a result of this event.